Event description:
A hospital in (B)(6) reported that the tube of an opt544 optiflow nasal cannula "broke" after 6 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint cannula was returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: the visual inspection revealed the tubing was stretched and the breathable film was torn. A lot check could not be performed as no lot number was provided. Conclusion: the opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The damage observed to the returned optiflow nasal cannula was most likely caused by pulling on the tube. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The interface is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the interface is rejected. This suggests that the damage to the cannula occurred after the product was release for distribution.